Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer communicated with the customer, successfully rebooted the station, resolved the keyboard problem, and the customer confirmed that the device was functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a keyboard failure. The customer reported that when a user attempts to enter their username, certain keys were unresponsive, while others activated a popup screen. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.